Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the left ventricular lead exhibited loss of capture. Programming changes were made. Also, chest xray noted left ventricular lead dislodgement. The patient was scheduled for follow up visit. There was no adverse events for the patient and the patient was stable.